Event description:
Reported that the pump was returned to the biomedical engineering dept with an unsigned note that stated, "triple pump when turned on increases rate on its own." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available, there were no reports of any adverse pt events while the device was in clinical use.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.